Event description:
"Per (B)(6) rep gattom3, an incorrect rvl (right ventricular lead) lead sn (serial number) from st. Jude is registered on the patient's record. (B)(4) - incorrect rv lead sn(serial number); (B)(4) correct rv lead sn(serial number). All other information remains the same. Correction has been made and dcl sent to patient." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).